Event description:
It was reported that marlin.net transmission revealed a rise in left ventricular lead impedance. The lead remained implanted and the patient would continue to be monitored. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.